Manufacturer narrative:
Event date - this event occurred on an unspecified date in (B)(6) 2019. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the middle port. The leaks was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufactured between: april 27, 2018 to april 30, 2018. The actual device was not available; therefore a device analysis could not be completed on those samples. However, two (2) companion samples were evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed on the 2 companion samples and no leak was observed from the spike port of both samples. The reported condition was not verified on the companion samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.